Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting undersensing and a flat atrial channel. The patient was brought in for a system evaluation and it was determined that there was loss of atrial sensing with no atrial activity. An x-ray was performed and it was determined that the lead had dislodged. The patient was symptomatic due to the dislodgement. It was reported that there was some concerns of possible stimulation and twiddler's syndrome. The patient is not pacemaker dependent and the physician plans to revised the lead in the near future. Additional information indicates that this patient underwent a revision procedure and the ra lead was explanted and replaced. Additionally, the patient's generator was moved to a subpectoral position due to twiddler's syndrome.